Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had no therapeutic benefit in her feet since implant. The patient said the stimulation was not covering her pain. The patient said the stimulation is supposed to be for her whole body as she has fibromyalgia, and it is especially for her back and feet. The patient declined changing to a new group. The patient mentioned she preferred the old systems recharging process. The patient said she used to charge once every two weeks and she could charge the recharger and ins at the same time. The patient said having to recharge the implant every week was not convenient, and she can¿t travel like she used to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse. The patient wanted the local manufacturer representative to be contacted again because the ins is still not taking care of the problems in their feet and they are having a hard time navigating because of it. No further complications are anticipated.